Event description:
It was reported that one left ventricular lead was capped due to unacceptable thresholds. It was reported that the other lv lead was capped and replaced, due to unacceptable thresholds and no capture. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.